Event description:
The manufacturer received information that the customer was getting screen stuck on language. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca burned. Reported customer complaint was reproduced. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.